Event description:
Md attempted to place a 6/17mm vispro stent in the right renal artery, stent would not advance. Stent pulled back through existing stent graft and down iliac where the stent dislodged from balloon, but remained on wire. Multiple attempts were made to retrieve the stent via the right groin. On one attempt the stent was caught with the snare, but fractured and a part remained in the body on the wire. Access was gained on the left groin and the stent was removed by snare. No part of stent remained in body. Procedure completed by md. No injury.